Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, non-sustained t wave oversensing due to post sensed t wave oversensing was noted on the patient's device. The patient was asymptomatic. The episodes were triggered when premature ventricular contractions (pvc) occurred. The pvc caused t wave oversensing. Programming changes were discussed. No intervention was made. The patient was stable.